Event description:
Literature reference: lin z, et al. Symptom responses, long-term outcomes and adverse events beyond 3 years of high-frequency gastric electrical stimulation for gastroparesis. Neurogastroenterol motil 2006;18:18-27. The article discusses symptom responses and long-term outcomes in 55 gastroparetic patients receiving gastric electrical stimulation (ges) beyond 3 years by presenting per protocol analysis and intention-to-treat (itt) analysis. One patient developed a skin infection. The neurostimulator was initially positioned in the subcutaneous pocket without being sutured securely enough to the fascia. It pushed up against the skin in this thin patient during physical activity, eventually causing skin penetration. The infection did not respond to antibiotics. The device was removed at 12 months.

Manufacturer narrative:
This report is being submitted following an internal audit.